Manufacturer narrative:
Ref exemption # (B)(4). A supplemental medwatch will be submitted when new information has been received.

Event description:
Additional information received october 20,2016. The hospital submitted a facility medwatch report uf/importer/report # 0300020000-2016-8003. Patient was on ECMO machine for several days. The ECMO (cardiohelp) circuit screen went black, patient was bagged and pressors started. Epinephrine given while the ECMO specialist started to hand crank the ECMO circuit. Attempts to turn on the cardiohelp failed. Machine / circuit switched out. The patient coded during this time and survived. Internal ref: (B)(4).

Manufacturer narrative:
08/28/2017 11:30 am (gmt-4:00) added by (B)(6): no investigation by field service technician, as the customer services their devices, therefore no service order and no further information available for this case. The device is back in use and the customer replaced no parts. The data is also being handled through a designated trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when new information is received.

Event description:
It was reported, that during patient treatment the screen went blank and a high pitched noise was coming from the machine. The patient started to desaturate. They were not getting any flow from the circuit and with the patient decompensating they started to hand crank. The nurse was able to hand crank, until they could transfer the patient to another unit. No negative consequences for the patient were reported. (B)(4).